Manufacturer narrative:
(B)(4). It was stated that the components were revised due to a ¿periprosthetic fracture.¿ the reasons for the fracture could not be determined with the information provided, but the long 17.5 year implantation time suggests that the device performed adequately and as intended at the time of implantation. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the complaint category not being of the same type. Review of device history records found these units were released to distribution with no deviations or anomalies. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason; the head and liner were removed and replaced. Further, a second revision procedure was performed due to periprosthetic fracture, where the head, stem, shell and liner were removed.